Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation revealed far field r-wave sensing on the atrial channel. Intermittent loss of atrial sensing was observed post programming changes. The patient was prescribed medication.